Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the impedance values of the left ventricular lead exhibited high and out of range values. This was noted after the lead was placed in a lateral vessel. Capture was not seen tuning any vector outputs. A new lead was used. The lead was replaced and the procedure was completed without further incident on (B)(6) 2019. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.